Manufacturer narrative:
D4: primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d4 serial number updated. H6 component code changed to g07003. The investigation for ventricular fibrillation has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 73-year-old man presented for transcatheter aortic valve replacement. During the procedure, the patient experienced a cardiac arrest, and an impella cp device was placed during active resuscitation. In the intensive care unit, a purge cassette error message was observed. The purge cassette was replaced, after which the device functioned as intended. Despite continued mechanical support, the patient¿s clinical condition deteriorated with recurrent episodes of cardiac arrest and escalating pharmacologic circulatory support requirements. The patient subsequently experienced ventricular fibrillation and expired on september 9. The event is being conservatively reported as a patient death potentially associated with the device; however, based on available information, it is unlikely that the device contributed to the patient¿s death, which is believed to be related to the patient¿s severe underlying clinical condition. No additional details are available and the device is not available for return.

Manufacturer narrative:
The b2 section the death date was added. H6 medical device problem code was updated from a24 to a01. Health effect - clinical code was updated.